Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Medwatch report #mw5110853.

Event description:
User facility medwatch report (mw5110853) received states: "during angioplasty, the nc balloon ruptured and a fragment of the balloon was lodged within the vessel. Patient remained stable, attempted aspiration with no success, successful stented of fragmented balloon within vessel. FDA safety report ID # (B)(4). " additional information from the account reports: it was reported that the procedure was to treat a mid right coronary artery. A 3x15mm trek balloon was inflated once and ruptured at 8 atmospheres and a fragment of the balloon separated and became lodged within the vessel. Aspiration was performed but unsuccessful. Fragmented balloon was successfully stented within the vessel. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and sem inspection/analysis were performed on the returned device. The reported balloon rupture and separation were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis. The sem report determined the majority of the balloon separation exhibited features suggesting tearing. The exact origin area was not determined and may be part of the distal half of the failure. A possible area of interest on the proximal half of the balloon was documented showing tearing through the thickness of the balloon material. The inner member exhibited features typical of tearing and mechanical damage. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported separation, unexpected medical intervention and device embedded in tissue or plaque appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.